Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use and the procedure was completed by restarting the system and selecting another position. The philips field service engineer (fse) inspected the system onsite and found that there was low space error message, there was no x-ray and the previous image information cannot be viewed. The fse reviewed the system logs and found the errors with the ippc (image processing pc) system disk which was faulty. The fse tried to bypass the disk box and connect hard disk but the issue persisted. The fse replaced the os disk, reinstalled the system and the software to resolve the issue. After the replacement, the system was returned to use in good working order.

Event description:
It has been reported to philips that there was low disk space, preventing imaging. The system was in clinical use. No harm has been reported to philips. A philips field service engineer (fse) inspected the system onsite and replaced the os disk component which returned the device to expected functionality.